Manufacturer narrative:
A patient is experienced ineffective therapy was reported to abbott. As a result, the patient's system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient is experiencing ineffective therapy. Surgical intervention may be pending to address the issue. The investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI:(B)(4), serial: (B)(6), batch: 6151565.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein the patient's drg system was explanted.